Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received anti-tachycardia pacing and then a shock which accelerated the rhythm from at to vf. Programming options were discussed with technical services. No adverse patient effects were reported.

Manufacturer narrative:
Resolution was requested from the field however, nothing further has been received. Should additional information become available, this event will be updated.

Manufacturer narrative:
It was later reported that the patient was in dueling arrhythmias where the shocks and anti-tachycarida pacing (atp) were needed to convert the arrhythmias. The physician elected not to make any programming changes. No adverse patient effects were reported.